Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03209 / 03210).

Event description:
It was reported patient underwent a total hip arthroplasty on j(B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain and instability. Surgeon removed and replaced the liner and modular head.